Manufacturer narrative:
Beckman coulter customer technical specialist (cts) had customer review event log and found customer was getting sample clot detect alarm. Cts suggested customer to change the sample probe and syringe. Field service engineer (fse) was also dispatched and evaluated the dxc 700 au chemistry analyzer. The customer had replaced the sample probe prior to fse arrival. The fse observed the sample probe was msaligned and the sampler of the sample probe was loose. The fse determined the failure mode as a defective sample probe. The fse replaced the sample probe and realigned the sampler to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous negative patient results and quality control (qc) for multiple analytes, including mg (magnesium), hdl (hdl- cholesterol), iron, tp (total protein) and d- dimer on their dxc 700 au chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.